Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the trial lead wire got caught on a door knob and pulled out. The patient was to follow-up with the healthcare provider (hcp). No symptoms and no outcome was reported regarding the event, so additional information was requested. If additional information is received, a supplemental report will be sent.